Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist spoke with the reporter/layperson (wife) regarding her 2009 complaint that the patient/layperson's onetouch ultramini meter results were erratic, resulting in low blood glucose. The customer care advocate (cca) replaced the meter and test strips. The reporter clarified and reported the following information for this specialist. The patient tests two hours after eating, basing oral glipizide medication on blood glucose results and what he has eaten. Because the patient works with chemicals in his business, he only obtains blood from his palms or forearm, not his fingers. At 8:15 p.m. On the day before, two hours after eating, the patient tested three times "within minutes" using blood from the same forearm sample. It is recommended that one use separate sticks for each test and not to use forearm or palm samples if testing is done less than 2 hours after eating. This specialist referred the reporter to the owner's manual explaining alternate site testing. Results in order obtained were 190, 164, and 178 mg/dl. The variance, 9%, was well within the expected less than equal to 20%. Although the patient's glipizide scale is 5 to 10 mg depending on his result and food eaten, with 10 mg taken if a result is around 200 mg/dl result, the patient took 10 mg. The reporter believes he based it upon the 178. Two hours after testing (not one hour as initially reported), the patient was sweating, shaking and disoriented. The reporter tested the patient, result 60 mg/dl, and gave him orange juice and a glucose tab that alleviated the symptoms. Although the patient elected to consume 10 mg of glipizide on a result that was less than 200, the complaint is reported because the patient reported symptoms that can be associated with hypoglycemia. The cca replaced the meter and test strips.